Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that a small pleural effusion was noted via chest x-ray, and an intravenous medication was administered. Also, the patient had intermittent supraventricular tachycardia, and a right ventricular (rv) entrainment was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryoablation procedure, as the patient was about to be extubated, episodes of brief desaturations were observed. Additionally, with progressive decreases in blood oxygen saturation level (spo2) and increased difficulty weaning off manual ventilation, respiratory failure was diagnosed. Medications were emergently administered, and it was noted that the underlying cause was pulmonary edema. The case was completed with cryo. It was noted that the patient was able to be successfully weaned off the vent, as he was breathing on room air. Additionally, the electrocardiogram showed sinus bradycardia with marked sinus arrhythmia. The patient had an extended hospitalization. No further patient complications have been reported as a result of this event. The patient was a part of the (B)(6) clinical study.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least eighteen applications were performed with balloon catheter 2af284 with lot number 21523 without any issue on the date of the event. The product was not returned for investigation and there was no indication of a product malfunction. Clinical adverse events (respiratory arrest, pleural effusion, pulmonary edema, hypoxia, arrhythmia and heart failure) were encountered during the procedure. If information is provided in the future, a supplemental report will be issued.